Event description:
In 2005, the lay pt contacted lifescan alleging that his one touch ultra smart meter was reading inaccurately high. The medical affairs specialist sent a letter to the pt, as the pt could not be reached via phone. The pt has insulin dependent diabetes and uses an insulin pump. No information regarding the pt's insulin pump treatment regimen was provided. The pt "went hypoglycemic", tested with the reported meter, obtained a result of 105 mg/dl, and passed out. No specific pt symptoms prior to his passing out were provided. Emt was called. Emt's treated the pt with IV dextrose and took him to the ER. A result of 30 mg/dl was obtained on the nurse's meter more than 1/2 hour later; no concurrent reported meter result was provided. Prior to discharged from the ER results were obtained on the ER and reported meter; the results were 300 mg/dl and 400 mg/dl, respectively. This comparison indicates possible inaccuracy but does not reasonably suggest a malfunction. This case is reported as an adverse event since if the meter was giving inaccurately high readings on which the pt based his insulin dosage, the consequence could be that the pt experiences hypoglycemia. The result of 105 does not match the pt "passing out." The customer service agent (csa) confirmed that the test strips were in good condition, were in date, and had been stored correctly. The code on the meter matched the teste strip code. A control solution test was not performed, as the pt did not have control solution. The csa discovered that the pt was cleaning the puncture site incorrectly and was appling blood to the test strip incorrectly, which can contribute to inaccurate results. The control solution was replaced.